Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site to service system for intermittent 252 non-recoverable errors coming from left master tool manipulator (mtml). Logs reflected error 23 coming from mtml armnet. Fse replaced mtm to resolve issue. System passed all applicable tests and inspections. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. The mtm was returned for failure analysis, and the reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: embedded serializer master board (esmb) printed circuit assembly (pca), main wire harness. No trouble was found with the mtm2. A log review confirmed the benign hysterectomy procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer disabled the affected surgeon side cart (ssc) after the start of the procedure due to non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, clinical sales representative (csr) encountered error 252 while setting up. Technical support engineer tse) reviewed live logs, and communication faults were observed on left master tool manipulator (mtml) for surgeon side console 1 (ssc1) which led to ssc 252-time out error. Tse suggested disconnecting affected ssc and continue with case. Csr stated that this resolved the issue. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.